Event description:
Healthcare professional reported left side deflation. The device has been replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening additional observations: wear abrasion observed on the device. Crease fold observed on the device. Yellow particles observed inside the device. Observed a delamination total of the valve. (Adhesive failure)

Event description:
Healthcare professional reported left side deflation. The device has been replaced.